Event description:
Inbound. Pt changed cassette lot # 4096351 cadd legacy pump 336922 due to pump alarmed no disposable this morning, res vol 51,6, changed cassette and alarm resolved, new pump sent with box to return, no further details provided.